Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.